Event description:
It was reported that a cgm error occurred multiple times, with error 42 being noted. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and confirmed the shipping details with the customer, who agreed to let the problematic pump's battery fully deplete before returning it with a pre-paid label within ten days. The customer will continue using the current pump to ensure insulin delivery is not interrupted.